Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced urinary tract infection ("multiple urinary track infection") and cystitis ("bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia,") and headache ("headache"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, cystitis, migraine, vaginal haemorrhage, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: vaginal haemorrhage, dyspareunia, headache, migraine were added. Reporter, patient demographic information, product lot number added. On (B)(6) 2018: mr received: concomitant disease, reporter added. Follow-up 1 and 2 process together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("multiple urinary track infection") and cystitis ("bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia,") and headache ("headache"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, cystitis, migraine, vaginal haemorrhage, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included paratubal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced urinary tract infection ("multiple urinary track infection") and cystitis ("bladder infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping),chronic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia") and headache ("headache"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, cystitis, migraine, vaginal haemorrhage, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received - reporter¿s information was updated and a new reporter was added. The event genital bleeding was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20205786) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests." The patient's concurrent conditions included paratubal cyst and weight normal. Concomitant products included oral contraceptive nos from 2005 to 2010 for contraception as well as escitalopram oxalate (lexapro) since 2016, omeprazole since 2005, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2011 to (B)(6) 2016 and pregabalin (lyrica) since 2014. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping),chronic") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia"), urinary tract infection ("multiple urinary track infection/infection (bladder/ urinary tract/vaginal) type"), cystitis ("bladder infections") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), migraine ("migraine"), dyspareunia ("dyspareunia") and headache ("headache"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the genital haemorrhage, dysmenorrhoea, menorrhagia, urinary tract infection, cystitis, migraine, vaginal haemorrhage, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. New event added: plaintiff didn¿t undergo essure confirmation tests. Outcome of previously added events pelvic pain and abdominal pain were updated to recovering/resolving. Concomitant drugs, reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), urinary tract infection ("multiple urinary track infection") and cystitis ("bladder infections"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.